Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The reported problem of precipitate could not be confirmed due to lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analyzed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.

Event description:
This is a case that was reported to baxter (B)(4) on (B)(6) 2009 received from (B)(6) hospital and refers accusol with precipitation in the pre and post dilution line and degassing chamber after 60 hours into treatment. As a result, treatment discontinued. No patient injury or medical intervention was reported.